Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced a blood glucose (bg) level of over 400 mg/dl and was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and was discharged on (B)(6) 2016. The high bg and dka were resolved. The contact thought that the high bg was due to the customer not blousing for snacks. The contact did not have any issues with the pump or its supplies.